Event description:
Dr. (B)(6) was driving in the second 3.2 x110 pin when it snapped. The pin was removed. Pka procedure delayed for approximately 15-20 minutes.

Manufacturer narrative:
Reported event: it was reported that the bone pin broke during a pka case. Product evaluation and results: visual inspection; from the attachment it was confirmed that the device was fractured. Dimensional inspection: not performed as the device was not returned and visual inspection clearly showed failure. Functional inspection: not performed as the device was not returned and visual inspection clearly showed failure. Material inspection: not performed as the device was not returned and visual inspection clearly showed failure. Product history review: (B)(4). No non-conformances were identified during inspection. Complaint history review: (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available this investigation will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6) was driving in the second 3.2 x110 pin when it snapped. The pin was removed. Pka procedure delayed for approximately 15-20 minutes.